Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in the operating room for an elective rf ablation surgery, the device was found to be in backup vvi. A device download was successfully performed.